Event description:
Pt admitted with osteomyelitis and chronic ulceration of third toe. Surgical plan was amputation of toe. During the procedure to dissect back a tendon & sharply transect the tendon, a small bleeder was controlled with interrupted 6-0 prolene suture. The needle was noted to break in half with the stump lost in the soft tissue. This was recovered using fluoroscopy. Wound was hemostatis, was irrigated, & reapproximated. A vac dressing was applied to the open proximal aspect. Pt tolerated the procedure well. At discharge in 2001, the wound was granulating and pt discharged in improved condition. Device was not saved.